Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined. The subsequent treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 4.00x16 and 4.00x19 graftmasters referenced in are being filed under separate medwatch MFR numbers.

Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery, left main and circumflex arteries, a large perforation occurred which required two graftmaster stents for treatment. The 3.5 x 19 mm graftmaster stent was implanted without issue. Next, the 4.0 x 16 mm graftmaster stent was implanted, but the perforation was not sealed. A 4.0 x 19 mm graftmaster stent was implanted, but the perforation was not sealed. An additional 4.0 x 19 mm graftmaster stent was implanted; however, the perforation continued to leak; therefore, the patient was sent to emergent open heart surgery. It was confirmed that the patient was doing well post-surgery. No additional information was provided.